Event description:
This child's father reported a persistent infecton around the pt's implant site after 3 yrs of cochlear implant use. The device was explanted in 2006. A 2 month course of oral antibiotics was prescribed. Reimplant surgery will take place when the infection has cleared.